Event description:
Dexcom g7 sensor failed while in rural area with little cell data that led to high blood sugars because I wasn't receiving enough insulin because my pump relied on the cgm to give me insulin and the cgm failed.